Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter's valve was pushed up into the catheter while attempting to insert the dilator. When attempting to place the valve back into position, the valve was pulled back out too far and was reportedly unsecure. The catheter was not used. No patient complications have been reported as a result of this event.